Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and that mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopy with lysis of adhesions, rectocele repair due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems. It was reported that patient underwent mesh removal in (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent exploratory laparotomy, extensive lysis of adhesions, release of small-bowel obstruction, placement of antiadhesion barrier on (B)(6) 2010 due to partial small-bowel obstruction. (B)(4).